Event description:
Device returned to MFR for analysis with report of "pump malfunction." Hcp provided that the event started in 2000 when pt reported that any tactile stimulus would precipitate a spasm. Pt no longer felt about to safely drive a car as feared a spasm may occur and precipitate loss of control of the auto. Pt stated that return of spasms was "interfering with their life a lot". The dye test was done and the flow observed for 48 hours with less activity than expected. Some impedance of flow was noted. They considered it as low battery but could not find anything to substantiate that. Pt's symptoms increased even with an increase of drug dose. In surgery a mylogram was done and a possible catheter kink was noted. Pt responded to boluses. Rotor test was done and was normal and catheter checking at that time came out fine. Hcp felt the pump was malfunctioning on a continuous basis and explanted the device. After the pump was replaced the pt returned to previous therapeutic response over a couple of weeks. Last report indicates pt is doing well.